Event description:
It was reported by counsel that claimant underwent right tha on (B)(6) 2006 and was implanted with an lfit anatomic v40 femoral head and accolade hip stem. He was revised on (B)(6) 2023 allegedly due to head disassociation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.